Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, cuffs, link needle tip and monofilament were not returned for analysis. The anterior foot was not parked completely inside the guide bridge as received. The foot is a single piece that pivots on a ball jointed actuator wire. When deployed the foot raises out of the guide with the anterior portion pointing distally and the posterior portion pointing proximally. The foot will remain in that position until parked (retracted into the guide), where the lever is also flush with the handle. If there was any obstruction to prevent parking, the direction of the foot could result in the anterior foot portion pointing up and catching tissue during withdrawal of the device. Although not reported, this will result in difficult to remove the device and this could damage the tissue when withdrawing the device. The reported experience of foot had not retracted completely was confirmed. Reportedly, the access site was slightly calcified, which may have contributed to the reported difficulty. During the investigation, the lever was activated and the foot deployed and parked without a problem. There was no abnormal observation or manufacturing/quality deficiency detected that could have contributed to the reported event. Based on the investigation, the probable cause for the reported event is tissue that may have gotten caught between the foot and the guide during foot parking. During manufacturing, a sample is taken from the lot for destructive functional testing to verify the quality of the lot; a quality control audit inspection is performed to verify product quality and the devices are inspected verifying that the foot operates smoothly and flushes within the guide when the lever is activated. A review of the manufacturing records associated with the foot operation, as well as the overall proglide device, was conducted and it was concluded that there were no quality or manufacturing issues associated with this lot. Review of the device history record for did not reveal any relevant nonconforming material records associated with this lot. A query of the complaint-handling database did not reveal any similar incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified left common femoral artery (lcfa), using a proglide device, after a carotid stenting procedure. Reportedly, the physician returned the device lever to its original position to park the foot, withdrew the device to continue with removal of the suture ends, he observed that the top side of the foot had not retracted completely and approximately 2-3mm was sticking out. The physician believes the foot piece could have possibly damaged the artery, as some blood was squirting from the access site; however, no testing was done to confirm it. The physician continued the deployment steps and removed the two suture ends from the device, attempted to perform knot advancement, but the sutures would not close the arteriotomy and bleeding was still observed. The physician cut the sutures and removed them from the groin. Manual arterial compression was applied for approximately 20 minutes, and then a non-abbott closure device was used achieving hemostasis. The patient did not experience any adverse sequela. The access site was slightly calcified, but it was not scarred. No additional information was provided.